Event description:
The customer reported a therapy knob failure. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported a therapy knob failure. There was no reported patient involvement. The device was evaluated at philips. The symptom was not reproduced, however the technician noted an intermittent pads ECG signal when the pads cable connector vibrated/was shaken. The therapy connector was replaced to resolve the issue.